Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue was not able to be duplicated or verified. The device was beyond service life and was determined to be unrepairable. The device remains unrepaired with the customer.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.